Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, liquid contamination was found inside the monitor enclosure on multiple pcas and components. The cause of the reported failure was the contamination. The root cause of the contamination was ingress of an unknown substance. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on in the field.